Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. However, the incision site was not irrigated with an antibiotic solution before closure, antibiotics were not prescribed pre-operatively, and the patient was non-compliant as they went swimming in a public pool post suture removal. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance as they went swimming in a public pool post suture removal (user error-patient). Non-compliance to IFU as the incision site was not irrigated with antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issue. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The patient is currently doing well, with no other complaints at this time.